Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the patient was unable to adjust the stimulation on their device. It was stated the patient's implantable neurostimulator (ins) showed a "call your doctor" icon. Battery interrogation was later attempted, but telemetry did not occur. The patient's device was replaced, the patient recovered without sequela.